Event description:
It was reported that customer in norway experienced repeated cartridge alarms, specifically cartridge alarm 20, during pump load process despite following instructed steps and having no prior reports of this specific alarm with this pump. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place original pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.